Event description:
Event description guidant received information that this right ventricular lead had dislodged one day post implant. The physician stated that he believes the dislodgement occurred as a result of the patient's anatomy and was not due to a product performance issue.